Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: headway 17 terumo catheter (details unknown) other company coils (details unknown) other codman coils (details unknown).

Event description:
Physician had a lot of resistance and grit with the coils. The catheter used is included in the return and is a headway 17 from terumo (details unknown)-other coils (details unknown) went thru the catheter but the second coil (details unknown) had resistance and then stretched inside catheter so system was removed. Also the one coil (details unknown) that only has a pusher wire took 3 times pressing the detach button before it detached. Other company coils (details unknown) and other codman coils (details unknown) were used with no issues.

Manufacturer narrative:
Physician had a lot of resistance and grit with the coils. The catheter used is included in the return and is a headway 17 from terumo (details unknown)-other coils (details unknown) went thru the catheter but the second coil (details unknown) had resistance and then stretched inside catheter so system was removed. Also the one coil (details unknown) that only has a pusher wire took 3 times pressing the detach button before it detached. Other company coils (details unknown) and other codman coils (details unknown) were used with no issues. The unknown microcoil system will not be returned, therefore the root cause of the coils stretching and other possible damage cannot be determined. The DHR review could not be performed as it is unknown which lot number was involved in this specific complaint. No corrective actions will be taken at this time.